Manufacturer narrative:
The returned device was patent. The y-site connection was found to be draining properly. However, the device did not meet the requirements for leak testing as there were cracks observed on the main system stopcock connector. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system.¿ the IFU also cautions ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ a review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that cerebral spinal fluid was not draining when the clamp was open at the y site connector. Reportedly, there was no injury to the patient.